Manufacturer narrative:
The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that the patient taken into the electrophysiology (ep) lab in normal fashion. The thermocool® smart touch® sf bi-directional navigation catheter was introduced into the left ventricle (lv) via transeptal and the lv was mapped. The physician decided to change access points and advance the catheter into the lv through the aorta. He had some difficulty advancing the catheter due to branching of the arteries. He visualized his catheter through carto 3 system and fluroscopy. Once he was successfully into the lv, carto suggested we re-zero the catheter. Once zeroed, carto displayed error 85 ¿force is not displayed due to high interference.¿ it was the only catheter in the left atrium so this error was not caused by another catheter or metal object in close vicinity. We re-zeroed the catheter (ensuring catheter was not in contact with tissue) and the error still appeared. We were not able to visualize our force so we replaced the catheter. Once replaced and re-zeroed, the error disappeared and we were able to complete the case without further delays. There were no patient consequences. The customer¿s reported ¿force¿ issues were assessed as not reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 3/27/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found the catheter was returned with a knot in the shaft and a reddish color was found under the pebax. These findings were not considered to be MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 4/6/2020, during a second visual analysis, a kink was found at 25cm from distal tip, as well as a hole in the pebax. These findings were reviewed and determined the ¿kink¿ is not reportable since the device integrity is maintained, however, the finding of a hold in the pebax area is considered to be MDR reportable as a malfunction since the device integrity is not maintained. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 4/6/2020 and re-assessed this complaint as MDR reportable.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that the patient taken into the electrophysiology (ep) lab in normal fashion. The thermocool® smart touch® sf bi-directional navigation catheter was introduced into the left ventricle (lv) via transeptal and the lv was mapped. The physician decided to change access points and advance the catheter into the lv through the aorta. He had some difficulty advancing the catheter due to branching of the arteries. He visualized his catheter through carto 3 system and fluroscopy. Once he was successfully into the lv, carto suggested we re-zero the catheter. Once zeroed, carto displayed error 85, force is not displayed due to high interference. They were not able to visualize our force so the catheter was replaced and we were able to complete the case without further delays. There were no patient consequences. The customer¿s reported ¿force¿ issues were assessed as not reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6) 2020, during a second visual analysis, a kink was found at 25cm from distal tip, as well as a hole in the the pebax. These findings were reviewed and determined the ¿kink¿ is not reportable since the device integrity is maintained, however, the finding of a hold in the pebax area is considered to be MDR reportable as a malfunction since the device integrity is not maintained. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found with a reddish color under the pebax and catheter was returned with a knot in the shaft. During a second closer inspection, the device was found kinked at 25cm from distal tip, as well as the pebax was inspected and a hole was noted on it. The magnetic, and force features were tested, and no issues were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the damage on the pebax and shaft cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).